Event description:
A customer reported that their pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.